Event description:
Event description guidant received information that while implanting this heart failure device, after inserting a competitor's right ventricular (rv) lead and tightening the setscrews, no pacing output was observed. The patient was pacemaker dependent and therefore experienced asystole. The rv lead was removed from the device port, tested with the pacing system analyzer (psa) and had acceptable measurements. The leads were then inserted again, pacing and sensing were obtained, therefore the pocket was closed. Upon interrogation loss of right ventricular capture and asystole were observed. The pocket was reopened and the rv lead was rechecked via the psa, the testing was again stable. The rv lead was placed in the rv port again and the device paced appropriately.